Event description:
#1 pump had battery failure and shutdown while infusing heparin. Rn entered patient's room and found the pump off. Service was notified, and the patient assessed. A new pump was obtained and heparin restarted. Pt was assessed to be without injury. #2 baxter pump alarmed noting "battery failure" and stopped infusing normal saline despite being plugged in and charged. #3 baxter pump was beeping and said "battery pump failure". Unhooked the tubing (which was pumping IV fluids into the patient) and put it in a different baxter pump. #4 IV pump shut itself down while med infusion due to battery failure. #5 IV pump will shut itself down and clear the program while medications are running. #6 IV pump shut down due to "battery failure". #7 IV pump shut down due to "battery failure". #8 baxter pump was plugged in charging and pump alarmed battery alert. Battery showed full charge and was plugged in with green light. Pump then turned itself off. Phenylephrine was running and needed to be moved and re-programmed to a new pump. #9 battery alerted on pump stating do not unplug pump despite pump being plugged in and charging. #10 IV pump shut down due to battery failure. #11 while rn was in room pump began to alert "battery failure". Rn was able to change pump before the failing pump shutdown so pt was unaffected. #12 pump shut down due to battery failure. #13 pump shut down due to battery failure. #14 pump failed due to no battery life. #15 patient IV infusion pump was infusing norepinephrine and shut off without warning and back screen turned red. #16 IV pump had improper shut down and consistent low battery issues. Manufacturer response for IV infusion pump, baxter sigma spectrum infusion pump (per site reporter). They are sending 60 loaner pumps and 3 staff to assist with repairing pumps in house.